Event description:
It was reported that the temperature readings were high or they did not register. There were no patient complications reported. Specific values were not reported.

Manufacturer narrative:
One catheter was received with a limited volume (1.5ml) 3ml syringe for evaluation. There was no visible damage observed on the catheter or the syringe. The catheter body was found in good condition and all thru-lumens were patent and did not leak. The balloon inflated clearly and concentrically and leakage was not observed. The thermistor had an intermittent condition when flexing the tip of the catheter. A cut down was performed and the intermittent condition was isolated to the thermistor bead. Lot number was not provided, therefore review of the manufacturing records could not be completed. This condition may give incorrect and/or no temperature readings. An investigation was opened to determine if the complaint is related to the manufacturing process and implement any necessary actions.